Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected excessive no delivery alarm noted during testing. Device was received with case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 363 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer declined to perform a carelink upload. Customer also reported no delivery alarm happening many times. The insulin pump will be returned for analysis.